Event description:
The facility reported a colleague infusion pump which experienced failure code 814:01. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service engineer performed device evaluation at the customer location. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:01 and determined the root cause to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.